Event description:
On (B)(6) 2013 the reporter contacted animas, alleging a fading display issue. The reporter stated the screen is "very dim". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The one touch ping pump has been returned and evaluated by product analysis on 9/29/2013. The evaluation resulted in the following findings: the allegation that the pump display was discolored, and difficult to read was confirmed; the pump exhibited an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.